Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet operated in bg-run mode for more than the allowable duration, after which the system stopped automated insulin dosing while the cgm was offline, and the caregiver did not initiate back-up therapy, resulting in sustained hyperglycemia and subsequent admission for diabetic ketoacidosis; the caregiver expressed confusion about the 72-hour limitation and considered discontinuing use. Symptoms included diabetic ketoacidosis and prolonged high blood glucose. Outcomes included hospital admission through the emergency department, treatment with an insulin drip, recovery, and resumption of ilet use with the dexcom g7. Investigation included review of device use conditions, user guidance, and alert behavior, as well as confirmation that cgm connectivity was not maintained and that no back-up therapy or ketone testing was used. Investigation of this case revealed that the device transitioned as designed out of automated dosing after extended bg-run operation with the cgm offline, and that user misunderstanding and lack of a back-up therapy plan contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was user error and use of device outside of labeled instructions.